Event description:
It was reported that the patient had a power on reset (por) condition. The error code was 0400. The por was noticed on a clinician programmer a day prior to the report. The patient had stimulation on coming into the meeting with the manufacturer representative on the day of the report so the por had to have occurred previously. The patient did not recall seeing a por message on their patient programmer. The patient did have fluoro exposure with epidural injections they had been getting and the patient had been through security to get on a plane. The por was cleared with the clinician programmer. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37092, lot# 291510002, implanted: 2011 (B)(6); product type accessory product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4)